Manufacturer narrative:
Correction: (UDI number) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridges noted that the reload was fully fired with the jaws clamped. A piece of metal was observed to be lodged in the distal anvil channel. The metal was forcing the jaws to stay clamped. Engineering evaluation determined that the metal piece was not a component from the device and that it appeared to be a metal clip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, occurred during a laparoscopic cholecystectomy. The stapler fired and retracted fine, but the reload would not open. The surgeon tied the duct on either end so the reload was able to slide off fine. There was no patient injury.